Event description:
This is follow up#1 to report on 01/aug/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿left inguinal hernia¿ surgery and was implanted with an unknown strattice device on 1(B)(6)(B)(6) 2020. The patient underwent a ¿removal of mesh + injury (pain + adhesions)¿ on (B)(6) 2020. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿I can no longer do sustained physical activity without intense pain. I am unable to engage in sexual activity due to painful erections. I am in a constant state of depression, insecurity, and powerlessness.¿ the form lists the condition that was treated was ¿hernia¿ in 2020. The patient was implanted with two additional non-abbvie devices, ¿ethicon: ultrapro advanced (lot: ml8crpad)¿ and ¿bard/davol: ventralex st (lot: hucw0214)¿ on (B)(6) 2019. The form indicates that the bard/davol ventralex st device was removed on (B)(6) 2020 due to ¿pain and adhesions to repair umbilical hernia.¿ the form indicates that the ethicon device was not revised or removed. The patient underwent treatment for ¿hernia¿ related to these devices in 2019 and 2020. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2020. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
Clarification to h6: there is no report of re-herniation. Additional and/or corrected data: a2, b3, b5, b7, d6b, h6.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2022. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.